Event description:
Additional information received reported the patient had not had lead placement. The cause of the event was determined and was not device related. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0du0l, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0a3a0, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0du0l, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0a3a0, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s deep brain stimulator was for shakes and tremors. The patient had not received any training. It was noted that the patient¿s spouse was trying to read the book on how to operate the patient programmer but there was too much information. Inquired if there was someone to come train them in person. The implantable neurostimulator (ins) was implanted on (B)(6) 2014. The ins was not hooked up and the day after the patient had a stroke and 3 days after had a heart attack. Additional information received reported the manufacturing representative was unaware of the stroke or heart attack. The manufacturing representative had met with the patient and spouse via the phone to teach them how to use the patient programmer. Additional information received reported the patient was last seen on (B)(6) 2014 for programming that was a normal and planned appointment. There was no mention of a heart attack or stroke by the patient nor was it in the healthcare professional¿s records. The patient had been in on (B)(6) for cardiac issues. The patient had a re-existing condition of atrial fibrillation. There was no mention of stroke in the file. There was no rule of heart attack in the file, electrocardiogram showed atrial fibrillation with no st elevation. The patient had a long history of seeing a cardiologist for the atrial fibrillation issue and it was not considered to be related to the patient¿s deep brain stimulator system. Additional information was requested but had not been received as of the date of this report.